Manufacturer narrative:
The t:flex user guide states to change the infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 200 mg/dl. The customer was not receiving an occlusion at the time tandem technical support was contacted. The customer did state that the infusion set site was not always changed out every 3 days.